Event description:
The insulin pump was returned for an unknown reason.

Manufacturer narrative:
The insulin pump was received with a frozen screen after count up due to a problem with the liquid crystal display board. Unable to perform further testing due to the frozen screen.